Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The customer was able to switch over to the inner lumen successfully but were getting a no cable alarm. They went ahead and changed out the console to see if that would help; it did not resolve the issue. They then changed out the pressure cable specifically which also did not resolve the issue. They also changed out the entire arterial line set up which did not resolve the issue. After closely tracing wires, one of the pins on the male end of the cs300 intra-aortic balloon pump (iabp) pressure cable site was bent. They switched back over to the original console with the new art line setup and a new pressure cable and the issue was resolved. There was no patient harm or adverse event reported.